Manufacturer narrative:
The device has not been returned for evaluation. (B)(4).

Event description:
During shoulder resection, the blade shed metal filings into the joint. Some of the shedding was sucked out with a cannula and some were left stuck in cartilage. Several attempts were made for the return of the device. As of (B)(4) 2012, the device has not returned for evaluation purposes.